Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient underwent a procedure and experienced an esophageal stricture eight weeks after the original procedure. During this period the patient had swallow and chest pain. No errors displayed on generator. No other known.